Manufacturer narrative:
H4: the lot was manufactured from may 25, 2020 - may 26, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, two cracked off pieces were observed inside the zip lock bag with the clamp. The reported condition was verified. The cause of the condition was due to a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred over a period of days in (B)(6) 2020, reported as, in the week of the week of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of an unspecified number of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had an issue when snapping shut; this was further described as ¿with just manual pressure, no tools used, they will snap shut with small plastic pieces falling out¿. The event occurred during compounding in a laminar flow hood when the bulk air is removed, and then clip is actuated to seal bag prior to patient use. There was no patient involvement. No additional information is available.